Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient and her subsequent demise. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The date of the patient's death is unknown. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative complication and subsequent demise. According to the system logs, the duration of the da vinci portion of the surgical procedure was approximately 4.5 hours. This complaint is being reported due to the following conclusion: the patient sustained an intra-operative complication while undergoing a da vinci surgical procedure and subsequently passed away. However, at this time, the cause of the patient's demise is unknown. There is also no allegation that a malfunction of the da vinci surgical system occurred or caused/contributed to the patient's intra-operative complication.

Event description:
It was reported that during a da vinci single-site cholecystectomy, the surgeon inadvertently cut the patient's common bile duct while ligating and cutting the patient's cystic duct with the monopolar hook instrument. There was no allegation that the monopolar hook instrument malfunctioned during the event. The surgeon then made the decision to convert the surgical procedure to open surgery. The surgeon was able to repair the common bile duct and the cholecystectomy procedure was completed via open surgery. The patient remained hospitalized for 3-4 days and was in stable condition upon discharge. According to the initial reporter of this complaint, he was informed that the patient was found deceased in her home. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's risk management department. The risk manager indicated that the case is under investigation. The risk manager was unable and unwilling to provide additional information regarding the reported event.